Event description:
It was reported that a pump alarm occurred while pumping. The impact on the customer's blood glucose level was not adverse, as it did not exceed 500 mg/dl. Technical support assisted the customer in properly loading a new cartridge, allowing them to successfully resume insulin therapy.